Event description:
It was reported over (B)(6) 2013, the patient had a bladder infection ¿pop up¿ and tested positive at her appointment on (B)(6) 2013. It was stated the patient was on antibiotics for the infection. It was reported the patient had an infection prior to trial and the first scheduled trial had to be moved to a later date, (B)(6) 2013. It was noted that the patient also had an implantable device while the trial was conducted. It was reported that the infections were wearing out the patient¿s kidneys. See MFR. Report 3004209178-2013-23460 for information about the patient¿s other device and previous infections the patient had.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information by the healthcare provider reported that to their knowledge, the patient has never had any issue at all. The healthcare provider was unaware what the pne (peripheral nerve evaluation) issue was, but in their charts and knowledge, the patient was doing well on the current neurostimulator program. The patient does have the full implant in. She does not have any uti's (urinary tract infection). It was noted that the patient was not catheterizing herself at all which was the original issue. The patient had a neurogenic bladder. The patient has not been seen her since (B)(6) of 2013. It was noted that the patient was due to come in to have another check at her battery to make sure everything was well. As far as the healthcare provider know the patient's was not having any issues.